Manufacturer narrative:
Correction.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Section h10, correction: manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event had been previously investigated. Reference document (B)(4). Complaint data was reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews were conducted on production and post production signals to evaluate specific business areas and products and ensured the effectiveness of these business areas and products including conformity to product requirements. This was done by periodic review of key performance indicators and objectives. Qdr information, as applicable, fed into CAPA requests. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 9 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that CT chest with contrast was done on (B)(6) 2019. The results showed multifocal airspace opacities consistent with pulmonary nodular amyloidosis (pna). Patient remained asymptomatic. Respiratory polymerase chain reaction (pcr) from (B)(6) 2019 resulted negative, however, respiratory cultures from (B)(6) 2019 showed mixed commensal microbiota. Infectious disease (ID) consulted and patient was placed on piperacillin tazobactam 4.5g IV q12hrs.